Event description:
Ous MDR - after an implantation time of about 33 months, it was reported that the pacemaker was at early eri. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR - the pacemaker underwent an electrical incoming goods inspection. The memory content of the pacemaker was read and analyzed. The clinical complaint was confirmed. The pacemaker was prematurely in eri mode after an implantation time of 33 months. The memory content of the pacemaker was read and a slightly increased power uptake of the electronic module was noted in the process. Despite the increased power uptake, the antibradycardic pacing functioned normally. This was confirmed during a measurement of the output signal. The pacemaker was then opened and analyzed destructively. During the analysis of the electronic module, a damage integrated circuit was identified, which contributed to the premature battery depletion due to its increased power uptake. Aside from the increase power uptake, the circuit of the pacemaker did, however, function according to specifications. The quality and production documents of the pacemaker were analyzed. No deviations from the specifications could be found within manufacturing. The power uptake was as expected during the final testing at biotronik. In summary, the premature battery depletion due to increased power uptake was confirmed.